Event description:
It was reported that the patient is experiencing swelling, scar tissue and inability to bend her knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.